Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device and upon review observed a couple of unusual power off / power on events; however the cause of which could not be conclusively determined. Physio also observed that two battery pins were damaged, which could lead to an unexpected loss of power. Physio then replaced the battery pins and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that upon attempting to power their device on, it would flash "service" and then power off. No further details were provided. Based on the information available, the device may have experienced a condition that could have delayed or prevented defibrillation had it been necessary. There were no reports of patient use associated with the reported event.